Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported a loss of therapy. The patient reported that she was peeing once an hour. The patient reported that she was trying to increase stimulation to see if that would help but she was not sure if the patient programmer (pp) was working because when she tried to increase stimulation she saw a different screen. The patient reported not feeling stimulation and therapy was noted to be off. The therapy was turned back on. The patient reported that she would monitor symptoms now that stimulation was turned on.